Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The permanent cautery hook instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap is properly seated within the distal clevis as the hook moves in yaw. The housing was removed from the back end, no damage was found. The root cause for the dislodged conductor wire is attributed to a component failure. Additional observations for the instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage. No pieces are missing. An electrical continuity test was performed and the instrument passed. The insulation is not broken, no wires are exposed. The insulation appears to have been smashed in the yaw pulley when the yaw motion was being executed.

Event description:
It was reported that during central processing, that the fenestrated cautery hook instrument cable was unaligned on the wheel joint. There was no report of patient involvement.